Event description:
The complainant reported (upon information request) that the product is not available for return.

Manufacturer narrative:
B5 updated.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The patient is in stable condition.

Manufacturer narrative:
A6 is unknown. No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The root cause of the infection was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.